Event description:
It was reported to medtronic neurosurgery that the front end of the driver handle broke off during use. According to the report, the duration of the patient¿s anesthesia was prolonged while a replacement handle was obtained. The report states that the patient was overall ok following the event.

Manufacturer narrative:
The device has been returned. However, the laboratory analysis is not yet complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The driver was returned with the ring, spring, and metal balls separated from the body of the device. The retaining clip was missing. Scratches and patches of rust were observed throughout the driver. This precluded functional testing of the device. During the investigation of the event, it was reported that the handle had been dropped at the time the damage occurred. The instructions for use that accompanies the device caution ¿to avoid injury, the instrument should be carefully examined prior to use for functionality or damage. A damaged instrument should not be used. Additional back-up instruments should be available in case of an unexpected need.¿ a review of the manufacturing records showed no anomalies. (B)(4)